Event description:
During follow-up, decreased sensing and loss of capture were observed on the right ventricular (rv) lead, so it was explanted and replaced. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported events of no capture and sensing r-wave amplitude variation were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of that occurring at time of explant.